Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/16/2017 - phone, 1/16/2017 - phone, 1/17/2017 - voicemail. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The failure could not be recreated after the unit was restarted, however the alarm was found in the error logs. It is unknown if any proactive repair was made.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode during a case. The patient was switched to volume mode and the case was continued. There was no report of patient injury.